Manufacturer narrative:
Returned for evaluation was a 5f dual taper PICC. A visual evaluation of the PICC catheter noted no obvious visual defects. When physically manipulating the extension legs, the red hub is not fully adhered. Dimensional testing was performed on the PICC. The PICC met all dimensional specifications. The customer's reported complaint description of the PICC leaking at the hub is confirmed. Although the complaint description is confirmed, a definitive root cause cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device has been returned to the manufacturer for evaluation.